Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of approximately 600 mg/dl. The customer was treated with intravenous saline and insulin. The customer did not provide the ICU release date; however, the customer indicated the reported issue resolved and there was no permanent damage sustained. Reportedly, the cause for the reported issue was due to the usb port being damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. Reportedly, the customer continued to be use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.